Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced erosion, leakage, feeling of device when sitting, pain, suffering, mental anguish, emotional distress, disfigurement, physical impairment, embarrassment, humiliation, psychological injury, a reasonable and traumatic fear of an increased risk of additional injuries, progression of existing conditions, other serious injury, loss and a product problem. The plaintiff also experienced vaginal bleeding and mesh exposure. Furthermore, it was reported that the plaintiff died. No cause of death was reported.